Event description:
On (B)(6) 2013 ventral hernia repair with ethicon polypropylene mesh lot elb997 product code pml. On (B)(6) 2013 mesh removed due to infection. In hospital 45 days with (B)(6) and cdiff. Infection caused the autoimmune disorder I have. I have a form of (B)(6) and cidp (chronic inflammatory demyalating polyneuropathy). Am on disability since 2015 no longer able to be an rn after 13 years. I am pretty sure I am not the only one affected by this ethicon product. Neurology states what I have was caused by the infected mesh I had removed. Have been trying to get justice for me and my family. Since mesh not on recall no one will help and statute of limitation done. Me and my family's lives are forever changed because of an elective surgery that used an unsafe product. Please investigate and help me get justice. Thank you.